Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient had a myocardial infarction. Additionally, st elevation was observed on the electrocardiogram (ECG) during the transseptal sheath exchange. The procedure was aborted during the transseptal device usage, and only coronary ablation was possible. The patient was not under general anesthesia. The event led to or extended the patient's hospitalization. The medical team at the account noted that medication taken prior to the procedure may have caused the myocardial infarction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, annex f (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Coronary ablation was not performed; however, coronary catheterization was performed to treat the myocardial infarction.